Event description:
It was reported by service report that the backrest lever was getting stuck and the fowler was drifting. There was pt involvement but adverse consequences were not reported.

Manufacturer narrative:
Result - pivot fasteners.